Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating that during deployment of the t-fasteners two of the four t-fastener sutures broke at the point of the introducer. No additional information was provided in regards to the patient's status and the outcome of the procedure.